Event description:
A customer runs all advia centaur cp troponin ultra patient samples in duplicate. A negative and a positive troponin ultra result was obtained on a patient sample. When the patient sample was retested, the troponin ultra results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the non-reproducible troponin ultra result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that this cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.